Manufacturer narrative:
Batch review performed on 03 sept 2025. Lot 1905981b: (B)(4) items manufactured and released on 24-jan-2025. Expiration date: 08-jan-2030. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusion there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
After 16 days from the primary surgery, the patient presented with pain, with the cause initially unknown. During the revision, the surgeon observed that the stem was too short and considered that the underlying cause could be related to the patient's long-term use of a wheelchair, which may have led to canal widening. The head and stem were revised, and the surgery was completed successfully.